Event description:
It was reported there was no telemetry even when a functional wand is used. It was also reported the programmer lid sticks (jams) when closed and difficult to open. The programmer was returned for repair of wand port and programmer cover. No telemetry with the returned wands was also reported. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported event. (B)(4) programmer lid sticks (jams) when closed and difficult to open. The stylus is bent. (B)(4) failed functional testing; rf (radio frequency) head cable found out of electrical specification. (B)(4) no fault found.